Event description:
The pt was revised because of loosening.

Manufacturer narrative:
Examination was not possible, as the products were no returned. A search of the complaint database found no prior reports for both part and lot number combinations. The investigation could not verify or identify any product contribution to the reported event. Based on the investigation, the need for corrective action is not indicated.